Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 5.0mgl/ml at 0.4997 mg/day via an implantable pump. The indication for use was spinal pain. It was reported that the physician was called because there was a suspicion of an abscess reported based on the patient¿s symptoms and a CT. The patient was taken back where they opened the pocket and they saw no signs of infection. The physician irrigated, and sent large "amino-fix" induced hematoma off for culture, gram stain and analysis. The physician felt the issue with the CT was the air and hematoma that the amino-fix and tunneling, combined with slightly elevated white-count, diarrhea and malaise, caused the reporting physician to have concern. The environmental, external or patient factors that may have led or contributed to the issue was reported as amino-fix, a biologics to promote wound healing. The diagnostics and troubleshooting were reported as ind (incision and drainage), lavage. The pump was bathed in bacitracin, rinsed and replaced into the pocket. The pump was reconnected, aspirated of 1ml and the catheter primed with 0.7312mg to cover the 0.146ml. The pump never stopped. The issue was resolved at the time of the report and the patient¿s status was noted as ¿alive, no injury.¿